Event description:
The customer reported that he experienced high blood glucose over 400 mg/dl on three separate occasions. At the time of reporting this, his blood glucose was 79 mg/dl. The customer stated he gave himself manual injections and boluses with the insulin pump to treat for the high blood glucose. He believed there were issues with his infusion sets but was unsure as to what exactly the issues could be. The symptoms the customer reportedly experienced were thirst and tight muscles. Troubleshooting was performed. The drive support cap appeared normal. No air was found in the tubing, save for an air bubble about the size of a champagne bubble. The settings and history were found to be correct. The high pressure test was performed and passed. Upon removal of the infusion set, the cannula was occluded but not bent. The customer stated the site was not sore or irritated. He was advised to change the set, reservoir and insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.